Manufacturer narrative:
D4: the unique device identifier (UDI) is unknown because the part and lot numbers were not provided. This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attachment: article: "loss of leaflet insertion after percutaneous mitral valve repair requiring left ventricular assist device implantation: usefulness of 3d multiplanar reconstruction".

Manufacturer narrative:
Date of event, implant date: estimated dates. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot number was not provided. The reported patient effects of worsening mitral regurgitation (mr), dyspnea and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A conclusive cause for the reported single leaflet device attachment (slda) and tissue damage cannot be determined. The increased mitral regurgitation (mr) and dyspnea are likely due to the reported slda and reported tissue damage. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment, tissue damage and increased mitral regurgitation. It was reported through a research article, that four clips were implanted to treat functional mitral regurgitation (mr). On an unspecified date, the patient returned experiencing dyspnea. Echocardiogram was performed, the posterior leaflet was no longer inserted into the clip, a posterior leaflet tear was observed and mr increased. A left ventricular assist device (lvad) was placed for treatment. Details are listed in the attached article, titled " loss of leaflet insertion after percutaneous mitral valve repair requiring left ventricular assist device implantation: usefulness of 3d multiplanar reconstruction.¿